Manufacturer narrative:
H3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set under infusing the following information was received by the initial reporter with the following, it was reported by customer that volume leftover at end of infusion.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.